Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus south korea there was the possibility that the reported phenomenon (dirt inside the light guide lens) was attributed to the dirt invasion into the device from the peeled adhesive around the light guide lens. There was the possibility that the peeling was attributed to the external stress such as hitting the distal end, or the chemical stress of reprocessing, or storage environment.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported leakage from the insertion tube of the device. This event was found during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4). And found that the inside of the light guide lens was dirty. The inspection of the device also confirmed the followings; the angle range of the bending section was non-standard. There was a gap in the adhesive of bending section rubber. There was a pinhole in the bending section rubber. There were creases in the insertion tube and universal cord. There was a scratch on the objective lens. The control body was deformed. -leakage from the control body and the connector was confirmed. -there was rust on the connector. There was no report of patient injury associated with this event.